Manufacturer narrative:
Concomitant medical products: product ID: 3210, serial# (B)(4), implanted: (B)(6) 2000, product type: transmitter. Product ID: 3487a-33, lot# l71240, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a-33, lot# l71240, implanted: (B)(6) 2000, product type: lead. (B)(4)

Event description:
The consumer reported the receiver only worked two to three weeks after implant so the patient stopped using it. The patient was currently experiencing back issues. It was difficult for them to walk and they couldn't walk more than 10 feet. It was noted the patient always had back pain and their back problems were a pre-existing condition prior to 2000. Relevant medical history includes failed back surgery syndrome and other chronic/intract pain (trunk/limbs). The consumer mentioned having the system removed and was redirected to the healthcare provider (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.